Manufacturer narrative:
The patient's date of birth was received on 8/1/97.

Event description:
The reporter indicated that since the implant, follow-ups have been conducted with no observed problems. On 06/13/97, an extension of a pacing interval was found after the holter monitoring. The interval extension was twice as the basic pacing interval. Another extension up to 2.8 seconds was seen on the ECG strip. On 06/30/97, the device was programmed to vvt mode without changing other parameters. Further description is on page 3 of this form. The holter monitoring was performed again to confirm if the extension was due to oversensing, but the extension whose interval was as twice as the basic pacing interval was observed again. The patient has been hospitalized and monitored.